Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.